Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, when attempting to advance the stent through the stricture in the common bile duct, the stent was noted to be too large and was unable to cross the stricture. The entire device was removed the patient, however during withdrawal through the endoscope, the device became stuck inside the working channel of the scope. The device and the endoscope were removed together as a unit from the patient. It was confirmed that the stent was not released at all. The procedure was completed with another advanix rx preloaded biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.